Event description:
It was reported the patient's blood glucose level rose to 373 mg/dl while wearing the pod between 4 and 24 hours. The pods adhesive looked a little pulled up from the skin on the top near the cannula. (Arm), causing the cannula to be dislodged. The patient also stated that the pod was leaking and can smell insulin. As treatment, the patient removed the pod and resumed treatment on another pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.